Event description:
Pt was s/p vt ablation; sheaths were pulled from right fem vein while holding pressure it was noted under fluro 7fr locking sheath had sheared off and the lower half was retained in the pt's body. The sheath portion was retrieved and removed under fluoro. FDA safety report ID# (B)(4).